Event description:
Homecare dealer alleges the parent of an infant connected a salter labs model #7600 humidifier to an everflo oxygen concentrator incorrectly, thereby, causing water to flow through the oxygen cannula into the infant's airway passage. The infant was hospitalized for 5 to 7 days. The infant's parent reported to the homecare dealer the x-rays did not show any fluid in the infant's lungs but did not indicate if any other treatment was required. No follow-up information will be provided as the patient was moved to another homecare provider. The infant's mother denies connecting the humidifier incorrectly and alleges the homecare dealer instructed them to connect it that way. The homecare dealer stated they delivered the oxygen concentrator to the patient with the humidifier bottle connected correctly and demonstrated to the parent the proper way to connect the humidifier bottle. When the dealer picked the concentrator up from the patient's home after the reported incident, the cannula was connected to the top of the humidifier bottle and the everflo humidifier connector tube was connected where the cannula should be connected. According to the homecare dealer, the everflo oxygen concentrator is working properly and will not be returned for evaluation.

Manufacturer narrative:
The everflo oxygen concentrator labeling was reviewed and determined to be adequate. Labeling includes both written and visual instructions indicating the proper way to connect the humidifiers connector tube supplied with the everflo oxygen concentrator to a humidifier bottle. Labeling also refers the user to connect the canula to the humidifier bottle according to the humidifier bottle MFR's specs. In addition, respironics sent a letter to the humidifier bottle MFR, salter labs, informing them of the reported incident. If any add'l pertinent info on this incident becomes available, a follow-up report will be submitted.